Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert on merlin at home stated that securesense changed to passive. The patient presented in office next day. Upon interrogation, patient's right ventricular(rv) lead exhibited undersensing, diaphragmatic stimulation and arm stimulation due to dislodgement. The rv lead was deactivated prior to explant. The rv lead was explanted and replaced. The patient was stable.